Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported 1 false positive sars result for one patient. It is unknown whether the patient was symptomatic the customer communicated the result was confirmed negative by molecular (pcr testing). Transport media was used during testing (of-label use).